Event description:
Reporter alleged obtaining a discrepant blood glucose result of 325 mg/dl back to back with a result of 128 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.